Event description:
It was reported there was a leak from the handle of the cool path duo catheter during an ablation procedure. The physician was performing an ablation procedure using the cool path duo catheter. The generator power dropped to 1-3 watts after a couple dozen rf therapy applications. The catheter was then removed from the body and examined revealing the flow rate was decreased and there was a leak from the handle. The catheter was replaced and the procedure continued with no further issues. There were no consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.